Manufacturer narrative:
The insulin pump was received with no button response due to moisture on the electronics assembly. Moisture damage was also found on the motor assembly. The following cosmetic damage was noted as well: minor scratches on the display window, cracked case at the display window corners, a broken reservoir tube lip, a crack from the reservoir tube window to the reservoir tube, and a cracked pump belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons works periodically and mostly malfunctions during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.